Manufacturer narrative:
Upon inspection of the operating table, the service technician found that the spindle for the main lift function was defective. The spindle was replaced and returned to trumpf medical for further investigation. A follow-up report will be submitted if new information becomes available.

Event description:
After the transfer procedure of a trusystem 7500 table top with a patient onto the column, the column lowered into the lowest position by itself. No injury occurred.

Manufacturer narrative:
Upon inspection of the operating table, the service technician found that the spindle for the main lift function was defective. The spindle was replaced and returned to trumpf medical for further investigation. An analysis of the defective spindle revealed that a part of the spindle was broken due to an external excessive force. The broken spindle allows the operating table to lower into the lowest position by itself. This force does not exist during testing of the intended use of the device. The account did not provide any additional information regarding any abnormal use. Based on this information, no further action is required.